Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The patient reported an overdischarge. Approximately 6 months ago, the patient had back surgery, and during surgery the leads were removed. So she has not used the stimulation since and has not charged the device. She was trying to get approval of insurance to place new leads. A physician mode recharge (pmr) was attempted in the office, which was successful. The patient could not wait so went home to continue. She was to call the manufacturing representative (rep) on (B)(6) 2015. No surgical intervention occurred; one was being planned, but not yet scheduled.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information stated the patient has fbss, so surgery was to help that. It was not related to the therapy. The leads were in the way of the surgeon, so that is why they were removed. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015. Product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015. (B)(4).

Event description:
Additional information received from the representative reported that when the patient had back fusion surgery, the leads were cut (partially removed). The patient had been instructed to recharge the battery and keep stimulation off until the leads were replaced; however, the patient went into overdischarge at some point. It was noted that the ins seemed deeper than usual. The representative asked if having the leads still implanted would increase the likelihood of an overdischarge; it was reviewed that if stimulation was off, having the leads in the header block would not contribute to battery drain. The patient had replacement surgery on (B)(6) 2015 including replacement of the battery and new leads. Follow-up is being conducted to determine patient outcome. If received, a supplemental report will be submitted.